Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
One tech in the customer's lab was splashed in the eyes with the cell-dtn detergent. The tech washed her eyes with an eye wash and was sent to an ophthalmologist for check-up due to eye irritation. The customer indicated that the user mishandled the product when moving the handle of the enzyme detergent to an empty blood count tube to clean it. The tip of the dropper came off and the detergent splashed in her eyes. No more information was provided regarding any further intervention or treatment.

Manufacturer narrative:
Additional information received on (B)(4) indicated that the tech had to take three days off due to keratitis that was treated with antibiotics. Further evaluation of the issue revealed that another user had loosened the tip of the detergent bottle, and when the tech squeezed it, the product squirted out. After treatment, the customer confirmed that the user was working normally at the laboratory after 4 days of reporting this event. A review of historical data did not identify a similar issue, and product labeling (cell-dyn ruby system operators manual and cell-dyn enzymatic cleaner label, insert, and material safety data sheet) contain adequate information for the customer. Customers are advised to avoid contact with skin and eyes. If contact with material is anticipated, customers should wear impervious gloves, protective eye wear and clothing. In case of contact, eyes and skin should be flushed with plenty of water and medical attention should be sought. Based on the evaluation results, no malfunction or deficiency were identified to be related to this issue.